Event description:
It was reported the device could not be interrogated via rf telemetry and inductive telemetry. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.